Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2013 customer called us on an optivantage (B)(4). A cleaning worker got an electric shock. She is fine. Our engineer visited the customer and checked the unit together with the in house technical department. The optivantage is okay.